Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The patient did not receive therapy due to oversensing. The device was reprogrammed.